Event description:
16 fr foley catheter inserted prior to computed tomography (CT) simulation for 30day post prostate brachytherapy patient. No issues with insertion, urine return, balloon inflated w/10cc without difficulty. Scan completed, walking patient to elevator for magnetic resonance imaging (mr)I scan, patient states "I'm wet". Further observations note foley catheter the balloon deflated. Manufacturer response for foley catheter, (brand not provided) (per site reporter) just notified no response yet.